Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 450 mg/dl to 500 mg/dl. The customer also indicated that the insertion process is difficult. Troubleshooting was offered but the customer declined.